Event description:
The customer reported that the insulin pump alarmed an error while attempting to fill. The blood glucose reading was 274mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with cracked reservoir tube lip, scratched screen, scratched reservoir tube window and cracked battery tube threads.